Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: when the sales rep checked the exterior of the device, it was found that the washer had been punched through. The patient is stable. The device was discarded at the hospital. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open sigmoidectomy, donut on the anus side was not confirmed. The washer of the anvil seems to not be broken, but the anastomosis was completed. They are planning to place the drainage and close. The device was used on the colon. The procedure was sigmoidectomy, so the device was inserted from the oral side and side-to-side anastomosis was performed to complete the case. No further information is available.